Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their device removed because it was no longer functioning properly for them and they no longer had an implant. The patient stated that it no longer was covering their pain and they couldn't tell the difference when it was on or off. The patient believed that they had scar tissue built up and that was the reason for it no longer working for them. It was reported that the event occurred about a year before their device was removed (2016). It was indicated that the device was removed in (B)(6) 2017, but the specific removal date was unknown. No further complications were reported/anticipated.